Manufacturer narrative:
The manufacturer previously reported a ventilator's settings changed spontaneously. The ventilator was returned to the manufacturer for evaluation and the customer's complaint could not be confirmed. The ventilator was found to function as designed.

Event description:
The manufacturer received information alleging a ventilator's settings changed spontaneously. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.